Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received conical extractor was found to be broken from the tip area. The tip broke approximately from the 1st thread from the transition. The broken tip was not received for evaluation. The breakage appears to be slightly oblique, which typically indicates towards levering of the instrument. Similar thing happened here, the tool was used as a lever, even though a warning has been laser marked ¿do not lever¿. The breakage surface shows signs of typical brittle fracture smooth topography, no plastic deformation and abrupt breakage towards the end. The tip broke due to a bending overload. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the conical extractor happened due to a bending overload applied during the surgery resulting in a brittle fracture, evident by the breakage surface. Under such a situation, a device encounters a lot of stress (along with the residual stress over a long period of use) which leads to a sudden breakage (brittle), as in this case. If any additional information is provided, the investigation will be reassessed.

Event description:
After removing t2gtn, the end cap could be removed by the usual procedure, but the surgeon could not pull the nail out with soft tissue or callus, and tried to remove it with the conical extractor (18066171), but the inserted angle seemed bad, and the tip was damaged. In this case, it was replaced with t2alphagt at the pseudo joint after t2gtn. After removing the nail, reaming was done up to 15 mm and insert a 14 mm diameter nail. However, the surgeon attempted to remove it in the middle because the nail could not be inserted. The surgeon tried to attach the universal rod and remove the nail, but the nail did not come out at all, and when the surgeon was operating it with a hammer several times, the surgeon broke the thread part of the universal rod. The surgeon couldn't pull out the nail, so he could expand the inside of the medullary canal with k-wire, and managed to pull out the nail using the universal rod at the hospital. The, he was able to ream up to 16 mm again and insert a nail. When the strike plate was attached to the tip of the universal rod, the tip of the universal rod was damaged and left inside the strike plate.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
After removing t2gtn, the end cap could be removed by the usual procedure, but the surgeon could not pull the nail out with soft tissue or callus, and tried to remove it with the conical extractor (18066171), but the inserted angle seemed bad, and the tip was damaged. In this case, it was replaced with t2alphagt at the pseudo joint after t2gtn. After removing the nail, reaming was done up to 15 mm and insert a 14 mm diameter nail. However, the surgeon attempted to remove it in the middle because the nail could not be inserted. The surgeon tried to attach the universal rod and remove the nail, but the nail did not come out at all, and when the surgeon was operating it with a hammer several times, the surgeon broke the thread part of the universal rod. The surgeon couldn't pull out the nail, so he could expand the inside of the medullary canal with k-wire, and managed to pull out the nail using the universal rod at the hospital. The, he was able to ream up to 16 mm again and insert a nail. When the strike plate was attached to the tip of the universal rod, the tip of the universal rod was damaged and left inside the strike plate.